Event description:
The patient's mother reported she suspects her son is suffering from baclofen overdose following a refill and increase in dose of 15% four days ago. She reports the patient had their pump refilled and since then her son has been gasping for air, is sleepy, and has a headache. The patient has been to the ER twice and both times they indicated the patient had an infection. The mother still suspects an overdose. The patient will be seen by a pump physician as soon as possible. Additional information has been requested from the hcp but was not available on the date of this report.